Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently did not complete the fill cannula and contacted tandem technical support for guidance in performing the fill cannula. The customer blood glucose (bg) was 244 mg/dl. The customer stated would drink water to address bg level. The customer was able to complete the load process and resume insulin delivery during troubleshooting.